Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implantation of the right atrial lead, the lead dislodged five teams with minimal movement of the stylet. The lead was explanted, and the procedure was completed with a replacement. No patient complications have been reported as a result of this event.